Event description:
It was reported that the patient presented with multiple non-sustained ventricular tachycardia (nsvt) episodes caused by oversensing on the right ventricular (rv) lead. It was also reported that the lead had unacceptable thresholds and an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, and there was tissue present on helix. Visual analysis indicated that there was apparent explant damage.